Event description:
The hcp reported that the patient had expired and the cause of death was initially attributed to sepsis. However, an internal investigation is being conducted to determine possible relationship to the baclofen pump. The patient had been experiencing muscle spasms for 2-3 days prior to admission. Mother reported that this usually occurred prior to refill, which was planned for a few days later. The patient presented with unspecified "withdrawal symptoms" and was given baclofen 20 mg orally. The pump was accessed and filled with great difficulty. Reservoir volumes at this refill were not reported. It is unknown what drug, concentration or daily dose was being delivered via the pump. The pump was filled with lioresal diluted with preservative free normal saline to provide the patient 1000 mcg/ml at a rate of 250 mcg/day. No bolus was given; no device troubleshooting was performed per report. Cultures were taken with no growth noted. The patient's condition deteriorated over the next 6 hours with fever spiking to 108.7 degrees, acute respiratory failure requiring intubation, hypotension refractory to dopamine, seizures, massive bleeding (disseminated intravascular coagulopathy), coma, acute hepatic failure and subsequent death. The pump was not aspirated to assess reservoir volumes.

Manufacturer narrative:
An autopsy was not performed.